Event description:
The customer reports that the coag button is sticking on.

Manufacturer narrative:
Returned sample was extensively tested and found to be nonfunctional in coag mode. Further testing found corrosion under powerbus and on idc pins which was causing high switch resistance in coag mode. Pin heights were measured and found to be below production targets. Extensive testing performed on this design has revealed non-function or intermittent function is caused by fluid ingress. Due to multiple reports of this nature failure analysis investigation was performed. As result of investigation valleylab has incorporated several changes, thus improving switch activation effectiveness. Additionally, molded switchbase component has been modified to limit downward travel of idc pin to prevent over-travel conditions and powerbus has been modified with tighter dome height requriement. Also, valleylab released new instructions for use which clarifies recommended reprocessing techniques and if followed will improve reliability and useful life of pencils.